Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level ranged between 400 mg/dl and over 600 mg/dl which was addressed by administering a manual injection and changing pump supplies. Reportedly, the customer changed pump supplies to resolve issue.